Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 3.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 8 atmospheres, the balloon ruptured. The device was replaced with a non bsc device and the procedure was completed. No patient complications were reported.